Manufacturer narrative:
Evaluation, results: (limited information, root cause undetermined); no results available since no evaluation was performed (no device returned); none (no device received for evaluation). Conclusion: (limited information, root cause undetermined); unable to confirm complaint (no device returned). (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
During the surgery physician used complete se iliac device. The delivery system could not be removed after stent inflation. The physician removed the device and changed a new stent to complete the surgery. The device was inspected prior use with no abnormalities noted. The device prepped before use according to instructions for use. No difficulties noted when removing the device from the packaging/hoop. No stent damaged reported during delivery system retraction. The stent is not remaining in the patient. No intervention to aid removal of the delivery system reported. No surgical intervention required; any other intervention is unknown. The device was not retracted at an acute angle relative to the mouth of the guide catheter / sheath. There was no resistance encountered at the lesion. No patient injury reported.